Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, intermittent ventricular undersensing events were noted from the stored non-sustained ventricular oversensing episodes. Programming changes were recommended. The cause of emi was possibility cautery during eyebrow surgery. The patient will be monitored with routine follow-up.